Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 5fr tl powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated, and a split was observed at the distal end of the extension tubing on the white lumen. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by the customer "on (B)(6), I received a consult to insert a PICC in a critical patient in ER. Successful procedure, but when completing my final flushes of the line, I noticed normal saline leaking from the white lumen and blood back flowing. Upon further inspection, I discovered a small crack in the line right at the hub of the PICC. I immediately pulled the line and placed a bandage. Patient needed to go to ICU urgently so I followed patient there and completed a second successful PICC attempt in ICU using a different lot number." Additional information received (B)(6) 2025: it was reported the customer "patient had an additional peripheral IV but it wasn't great. It was a smaller gauge and leaking. She was also running norepinephrine (which is a potent vasoconstrictor) that needs to be runs centrally ex) via a PICC line. No, it did not contribute to the decline in patient condition. The PICC line would have helped the staff care for the patient easier but she was already deteriorating and going over to ICU. ICU did however require the PICC line as by the time she got transferred to ICU her IV line had went interstitial and they needed to urgently intubate her, thus requiring IV access."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.